Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she removed the battery for ten minutes and replaced it but was still unable to clear the alarm. Customer could not recall any significant events leading to this alarm. She stated that the buttons on the insulin pump were not responsive. The blood glucose reading was 126 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.